Event description:
A company rep reported the pt had a failed suicide attempt and was hospitalized in the intensive care unit in hypoglycemic coma. On (B)(6) 2011 the pt went to her diabetes specialist for an insulin prescription and infusion device accessories. On (B)(6) 2011 the pt's neighbor found her unconscious in her apartment and contacted emergency personnel. The infusion device was removed from the pt and she was transported to the hospital. As of (B)(6) 2011, the pt was in a vegetative state. The pt's blood glucose level is unk. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.